Event description:
On 11/3/94, in response to a pt status mailing to all following physicians, ventritex was informed that this pt had died, but was provided with no additional information regarding the circumstances surrounding the pt's death. To date, attempts to determine the exact date, the cause of death. And device disposition have been unsuccessful, but are ongoing. There is no indication that the device caused or contributed to the pt outcome.